Manufacturer narrative:
This event was reported through an attorney, as a result of a legal claim.  Due to the ongoing litigation, no additional information is available at this time.  It was noted that the device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
This pi is for the right hip. It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on her right hip on or about (B)(6) 2009. It is further alleged that she suffered injures as a result of implantation of the devices at issue, device recall and excessive levels of chromium and cobalt in her blood. Patient has not yet scheduled a surgery for explantation of the femoral heat at issue.